Manufacturer narrative:
Event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. There was 17 single bit ecc parity errors that occurred with most recent on (B)(6) 2016. Patient was exposed to radiation therapy. Analysis of the device memory indicated that the atrial and ventricular rate histograms were missing/invalid.

Event description:
It was reported that the patient presented in the clinic for a routine device interrogation. It was reported that the device exhibited a telemetry issue and the diagnostics and patient information was invalid. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.